Event description:
A 20mm diameter x 12mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck measured 18mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 140mm. The iliac vessels were moderately tortuous with moderate calcification. The physician used a 22 fr sheath on the ipsilateral side. It is reported that the stent graft pulled down during runner retraction; therefore the physician placed a 20 mm aortic extender cuff. The post angiogram revealed blushing where the cuff met the bifurcated device; therefore the physician placed a 20mm aortic extender cuff. The post angiogram revealed blushing where the cuff met the bifurcated device; therefore, the physician placed a 24mm aortic extender cuff inside the 20mm aortic cuff and used "kissing balloons" to complete the seal. There was no blushing noted on the final angiogram. It was reported that there were no deployment problems and the pt is fine. A successful outcome with exclusion of the aneurysm was achieved.